Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device beeped(alarmed) and has "x" (rfu indicator) and cannot be used. There was no patient involvement.